Manufacturer narrative:
In the course of investigation, the information and provided photos were analyzed. It could be determined that the silicone buffers are not specified by the manufacturer for the medical device and were attached after putting the device into use. The buffers had no effect on the functionality of the arm system and were only used to prevent from cosmetic damage to the walls. The event was not triggered by the medical device but by later attached and non-specified silicone buffers. The manufacturer of the medical device has not specified that such parts are attached to this system. It was clarified on site (including the responsible technician) that this application was an inadmissible modification. The silicone buffers have already been removed.

Event description:
As the arm for a monitor is larger than the operating room, small self-adhesive silicone buffers (weight approx. 1 g) were attached to the head of the arm in order to protect against damage of the walls. One of these silicone buffers came off and fell on the instrument table. No patient consequences.